Event description:
Patient reported receiving an e7 (electronic error) message on the infusion device. Preliminary evaluation revealed the vibrator does not work during the self-test and the infusion device remained blocked on the e7 error at starting. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result: e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem.